Manufacturer narrative:
Event date: (B)(6) 2018.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm, 12cm v-18 control wire was advanced to the lesion. However, it was noted that the tip of the wire broke off while inside the patient's foot. No patient complications were reported and the patient's status was fine. It was further reported that the target lesion was located in the right anterior tibial artery. The procedure performed was for a retrograde cannulation. After the tip broke, the surgeon decided that the tip would be left in place.

Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no date provided.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm, 12cm v-18 control wire was advanced to the lesion. However, it was noted that the tip of the wire broke off while inside the patient's foot. No patient complications were reported and the patient's status was fine.